Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis occurred. The patient presented with chest pressure, cold sweats and an acute myocardial infarction. An echocardiogram and angiography were performed. A 3.5x24mm taxus express2 drug eluting stent was deployed in the lesion in the right coronary artery. No patient injuries or complications were reported. The patient took plavix for approximately 8 months following the procedure. Sixteen months post procedure, the patient presented with a myocardial infarction due to in-stent thrombosis of the previously placed taxus stent. An additional stent was placed in the lesion. No further patient injuries or complications were reported.